Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pericardial effusion. The right atrial (ra) exhibited complications during implant and "multiple punction" were notes. The ra lead remains in use. No further patient complications have been reported as a result of this event.